Event description:
The customer called for service due to failed qc lab results. The product failed the percent recovery and tested positive for the presence of hemolysis. There is no patient or donor associated with a procedure on a 2991. This is a lab processing device only. This report is being filed due to hemolysis.

Manufacturer narrative:
(B)(4). Investigation: discussions with the manager of the area where the hemolysis was noted and the initial complainant reveal that the product used for this degliycing procedure was only a month old, but was exhibiting like an older product would, by requiring extra washes during the procedure and air outs. At this customer site, if there is any indication of hemolysis or anything out of the ordinary occurs during the procedure the product is laboratory tested for hemolysis and yield. Service checked out the device and found that the centrifuge rpms were slightly out of specification as well as the ramp speed of the centrifuge. A review of the device history record showed no irregularities relevant to this issue. Root cause: the centrifuge speed maximum calibrated range is 3025 to 3100. Therefore, the speed of 3104 was out of range by .1%. The centrifuge speed can drift out of tolerance over time due to various electro-mechanical design factors. The root cause of the .1% of range in this instance cannot be determined. The speed is verified and adjusted as needed in production check-out, installation and annual pm. (B)(4). The product was disposed of and there is no risk that it will be transfused to a patient. The centrifuge speeds were adjusted and the rbc detector was recalibrated. Procedures since the event have occurred with no issues.